Manufacturer narrative:
The tibial tray nonporous conforms to specifications for both dimensional and functional intent. The only issue is the intermittent areas of cement bonding. Evaluation summary, results: review of the original completed control plan showed that all product was conforming at incoming inspection. Review of the work order showed that there were no abnormalities during the cleaning and packaging process. The layout drawing confirms that the product is conforming in its present state. The surface finish is compliant to specification. There are no visual non-conformances on keel or pocket. The mrr log confirms that there were no dimensional or processing issues associated with this lot number or wo number. Visual inspection shows that the cement did not fully bond to the tibial tray (keel and pocket). There appears to be pockets on the surface where cement did to contact the metal. The bone scan of the patient showed signs of residual material pooling next to the tibial tray and in the tibial canal. Conclusions: the tibial tray nonporous conforms to specification for both dimensional and functional intent. The only issue is the intermittent areas of cement bonding. The issue may be caused by the following reasons: air, liquid, or foreign material may prevent bonding. Debris of any kind, including fat or various liquids, on gloves, on the implant, or in cementing site may act as a non-stick film. A study has proven that using a cementing gun rather than finger application improves cement adhesion. Inadequate cement volume may provide insufficient coverage. Odev has completed testing to show the effect of super-heating the cement with warm water while it cures. We recorded the temperature changes over time and discovered that a warm water bath poured over the tibial tray while it cures causes a 60 degree increase in the peak cure temperature. Furthermore, the peak cure temperature was above the boiling point of water. This technique would most likely change the effectiveness of the cement adhesion and mechanical properties. Any deviation from the cement manufacturer's instructions for use could result in a inconsistent mixture, rendering the cement less effective. Variation between batches of cement, or an issue with the original manufacture of the cement, could render the cement less effective. The bone scan did not identify the root cause of the insufficient bond.

Event description:
Patient was complaining of pain. Examination determined that the pain was due to component loosening, due to poor bone cement adhesion.